Event description:
It was reported that the programmer would not boot up properly. It was also reported the programmer doesn't startup correctly. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).